Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for evaluation of a separate issue. During inspection and testing, the service repair tehnician identified corrosion of the coupler, corrosion of the free-lock lever, and white spots caused by an imaging unit failure. There was no patient involvement.